Event description:
During cardiac surgery the sternum retractor being used was inserted into the patient too far and cracked the patient's sternum. There was no time added to surgery and there was no further injury to the patient.